Event description:
It was reported that a patient underwent a vascular anastomosis surgical procedure on an unknown date. During the procedure, the needle deswaged. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Results: a loose detached needle was visually examined at 10x microscope and found to have correct swage and good swage compression. No suture remnant was found in the barrel. No attachment anomalies were found. A needle with a partial piece of suture still attached was also examined at 10x microscope and no swaging anomalies were found. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.